Event description:
Caller states that during a routine trach change the cuff was discovered not to inflate. Caller states that there was no harm reported.

Manufacturer narrative:
Pending receipt of sample for analysis. If sample is received a summary of the investigation will be provided in a supplemental report. (B)(4).